Event description:
Pt presented to the ed with c/o sob, face swollen and tight, cyanotic in face, upper chest, both upper extremities. Superior vena cava syndrome secondary to occlusion of port-a-cath device in the superior vena cava. A clot in distal end of device treated with angiojet and stent. Device remained implanted to allow for next course of chemotherapy. Anticoagulation therapy recommended for 6 months.